Event description:
It was reported that a minicap would not connect correctly to a transfer set. The reporter stated that there was an ¿issue with the threads on [the minicap], it did not fit correctly, it was not clicking completely tight and was then leaking the iodine.¿ this occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) - the device was manufactured 01/10/2014 - 01/17/2014. The device was not returned; therefore, a device evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.